Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was placed in the operating room into the patient's internal jugular and was used successfully. The patient was moved post surgery to the intensive care unit and the nurse noticed that the catheter had migrated through the box clamp and was only inserted approximately 2cm into the patient. As a result, the catheter was removed and peripheral venous catheter was inserted. There was a delay in treatment with no harm to the patient. There was no patient death and no patient complications were reported. The patient's outcome was okay. Additional information received on (B)(6) 2011 from teleflex germany complaint coordinator stated that the suture hub was sutured.